Manufacturer narrative:
Product event summary: the sheath 4fc12 with lot number 0010342344 was returned and analyzed. Visual inspection of sheath showed the shaft was kinked at around 4.22 inches from the tip. Performance testing with a sentinel blackbelt leak tester revealed the pressure decay was within an acceptable range. There was no blockage along the shaft, and the shaft and side port were leak tight. Insertion and retraction tests were performed with a test catheter and the returned catheter without any friction. In conclusion, the sheath failed the returned product inspection due to the kinked shaft. If information is provided in the future, a supplemental report will be issued.

Event description:
The sheath subsequently tested out of specification per the manufacturer's investigation.